Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported an infusion pump with depleted main batteries. The hospital representative stated they have no record of any patient injury or medical intervention with this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22 2007. Evaluation summary: evaluation was performed and the condition was confirmed by the baxter repair technician. Inspection of the pump revealed depleted main batteries. The main batteries and battery harness were replaced by the repair technician. The pump was tested for proper operation and pump was found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.